Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file by fse showed error related to host pc. Upon troubleshooting, fse found that the actual cause of the issue was due to power supply cut off in the room after the turning off emergency stop button and the fse verified the power, which was present, but it does not turn on the pc. To resolve the issue, fse replaced the host pc, hard drive, installed new license and reloaded the software. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis and found defective dvd drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.